Event description:
During a procedure to clip a bleeding ulcer, the physician used a cook endoscopy triclip endoscopic clipping device. The clip was closed onto the tissue site, but the clip would not deploy from the deployment system. Removal of the deployment system and clip from the tissue site caused additional bleeding. Another clip was required after this observation. The next day, another endoscopic procedure was performed to view the clip in place and everything was determined to be fine. Nothing had to be retrieved from the patient. The patient did not require any additional procedures other than what is described above. The patient experienced no other adverse effects other than the additional bleeding described above. See additional information:

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the device functioned as intended during our evaluation. The clip deployment device was returned with the closed clip attached. During our evaluation, the attached clip deployed without difficulty. A discrepancy or anomaly that could have contributed to reproted difficulties with clip release were not observed during our analysis of the returned device. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for the triclip product family was conducted. In the past twelve months, there has been only one other reported occurrence of difficulty with clip release. Therefore, this incident represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conclusively determine a cause for this observation because the device functioned as intended during our evaluation. A definitive cause for the reported observation was unable to be detrmined. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of devicce usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. Information provided indicated resistance was encountered during clip deployment. Information regarding the endoscope position during use was requested, but unable to be provided. The instructions for use instruct the user if clip deployment is attempted with the endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. The accessory channel size of the endoscope used with the triclip was requested, but unable to be provided. The instructions for use for this product line contains the following statement: "the coordination of accessory channel size with compatible devices is essential in obtaining optimal results during a procedure. Please frefer to the product package label for the minimum channel size required for this devcie." The product package label for this device indicates that this device is compatible with endoscopes that have a minimum accessory channel size of 3.2mm. Difficulty in clip release can occur if the device is used with an endoscope that has an accessory channel smaller that 3.2mm. Prior to distriution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be veirified. The device functioned as intended. This reported observation repressents an unusual occurrence. The likelihood of thiis type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.